Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address pain and metallosis.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # ==> (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combinations were not provided. Xrays were reviewed. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Litigation records received. In addition to what was previously reported, litigation alleges bodily injury, discomfort, suffering, disability, permanent disfigurement, loss of vital bodily function, inconvenience, mental anguish, aggravation of pre-existing condition and loss of enjoyment in life. Added associated contact.

Manufacturer narrative:
UDI: (B)(4).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The patient was revised to address pain and metallosis. Update 2/10/2017: medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain, metallosis, and corrosion between the head and trunnion. Lab levels confirmed the metal ion levels are below 7ppb. A doi was provided. The stem is being added to the complaint. No lot numbers have been provided.

Event description:
In addition to what were previously alleged, pfs alleges inability to walk very long distances, weakness and impaired adl. After the review of medical records, it was reported that the patient underwent aspiration and arthrogram of the left hip and had aspirated 30 ml of turbid serosanguineous fluid that was consistent with either infection or more likely metal-on-metal debris; no infection was confirmed. There is no revision notes provided.